Event description:
A malfunction alarm was reported following the customer's passage through a metal detector. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Although the customer had no backup insulin therapy available, tandem technical support provided instructions for putting the pump in storage mode before its return and advised on steps to take with the replacement pump, which was sent to the customer.